Event description:
On 06/01/2023, it was reported by a sales representative via sems that an ar-300-b201 burr broke. This occurred during a case while cutting the device broke. A fragment entered the patient and was retrieved. Another device was used to complete the case. There was no patient effect reported. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: b3, b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information: this event occurred on (B)(6) 2023 during an mis bunion case. The burr broke while preforming the osteotomy of the metatarsal we were able to get the broken piece of the burr out and continued making the cut with another burr in which we opened. We did not take any photos or videos.